Event description:
During baxter's functional testing of a spectrum pump, it alarmed for an upstream occlusion, when no occlusion was present. There was no pt involvement.

Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. It was found out of spec with respect to the false upstream occlusion alarms. The false alarms were experienced and found to be caused by the upstream sensor. The upstream sensor was found out of spec and has been replaced.